Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The chol2 reagent lot number was 73288301 with an expiration date of 31-mar-2024.

Event description:
The initial reporter questioned a result not corresponding to the clinical condition for 1 patient sample tested for cobas integra cholesterol gen. 2 (chol2) on a cobas c 303 analytical unit. The result from the c303 analyzer was 165 mg/dl. On (B)(6) 2024 the patient went to another laboratory and the cholesterol result from an unknown method was 300 mg/dl. The result of 300 mg/dl was believed to be correct as the patient had stopped taking medication "a long time ago."

Manufacturer narrative:
The c303 analyzer serial number was (B)(6). Calibration and qc were acceptable. Based on a review of worldwide data of qc recovery for the reagent/control lot combination used by the customer, no reagent issue was found. The field service engineer (fse) changed the reaction cells, adjusted the sample probe, checked the rinse unit, and precision testing was performed. Based on the information provided, the cause of the event could not be determined.